Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge before contacting technical support and resolved the issue, and technical support agreed to send a replacement cartridge.